Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump doesn't work, frozen black screen. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and the customer called back after resting pump for 2 hours and replacing battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1812 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump was received with blank display. Unable to verify frozen screen/display. Unable to perform the displacement test, rewind test, basic occlusion test, force sensor test, sleep current test, active current test and self test due to blank display. Unable to download history files using thump due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date 07-dec-2025 due to blank display. The following were noted during visual inspection: minor scratched display window, scratched window display cover, scratched case, pillowing keypad overlay, and stained serial number label. Pump was cut open to perform visual inspection and found moisture damage to the pcba1, pcba2, and force sensor. No damage noted on the motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. Display anomaly-frozen screen unknown due to blank display. Display anomaly-blank display confirmed due to moisture damage to the pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.